Manufacturer narrative:
When completed, the evaluation summary will be submitted in a supplemental report.

Event description:
It was reported that, "the pt had a tha by a robodoc (blade: midas rex) in 2006. The surgeon performed a revision tha due to an osteolysis of the centpillar stem on (B)(6). The surgeon noticed a lot of metal powder on the sliding surface of the insert and a lot of scratches on the head. The surgeon would like to know where the metal powder came from, stem or cup or head or midas rex blade.